Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8141383. Our records show that this is the only instance of foreign material being reported in this batch of intima ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a photo has been submitted illustrating the complications, without the affected sample our engineers were unable to determine the identity or root cause of the material seen in the tubing of the device. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the inner tubing wall color of a bd intima-ii¿ closed IV catheter system was black.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the inner tubing wall color of a bd intima-ii¿ closed IV catheter system was black.